Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained alarm to the home patient (hp) and had hp close all the clamps to bags and patient line, cycle power off then on. The tsr had the hp cycle power off then on, press go to start, and at load the set, remove the cassette and shut off hc. The tsr advised hp to resume therapy with manual bags for remainder of treatment. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but he did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that he discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.